Event description:
The patient reported that she has recently noticed the vns isn't functioning properly. The patient reported that it was probably due to the battery since it has been implanted for so long.

Manufacturer narrative:
.